Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review "metal-on-metal hip resurfacing arthroplasty provides excellent long-term survivorship and function in patients with a good sized femoral head.", 1 patient suffered femoral component loosening 9 years after a bhr and required a revision surgery. There's no more information available.

Manufacturer narrative:
H10: it was reported that on literature review "metal-on-metal hip resurfacing arthroplasty provides excellent long-term survivorship and function in patients with a good sized femoral head.", 1 patient suffered femoral component loosening 9 years after a bhr and required a revision surgery. There's no more information available. As no device batch numbers were provided for investigation manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the femoral head. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints have been identified for the part number and the reported failure mode. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference number: (B)(4).